Event description:
Supplemental report is being submitted due to the completion of the investigation on 18-nov-2025.

Manufacturer narrative:
This file was raised from pmcf study to capture 9 cases of stent migration. Device evaluation: the evolution® biliary stent system - fully covered device of unknown catalog number and unknown lot number involved in this complaint was not returned for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records review: prior to distribution all evolution devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Historical data analysis: historical data was not reviewed as the lot number is unknown. Instructions for use and/label review: it should be noted that the instructions for use (ifu0062) states the following: ¿after stent placement, additional methods of treatment such as chemotherapy and irradiation may increase the risk of stent migration due to tumor shrinkage, stent erosion, and/or mucosal bleeding¿. Additionally, ¿stent migration¿ is listed as a potential adverse event in the IFU. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause may be attributed to procedural adverse events, as stent migration is a known adverse event associated with biliary stent placement, as noted in the IFU. From the information received it is known that the patient received chemotherapy treatment post placement of the stent. Additionally it is possible that the treatment caused the tumour to shrink which subsequently led to the stent migration. According to the medical advisor¿s input, the stent migration was considered ¿stent-related¿ and could therefore be attributed to a possible root cause. Confirmation of complaint: the complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the pmcf study, stent migration has been reported. Confirmed quantity, 09 devices was confirmed used. According to the medical advisor¿s input for patient outcome and severity, require intervention/additional procedures s=4. Investigation findings conclude a possible root cause can be attributed to procedural adverse events, as stent migration is a known adverse event associated with biliary stent placement, as noted in the IFU. From the information received it is known that the patient received chemotherapy treatment post placement of the stent. Additionally it is possible that the treatment caused the tumour to shrink which subsequently led to the stent migration. According to the medical advisor¿s input, the stent migration was considered ¿stent-related¿ and could therefore be attributed to a possible root cause. The complaint is confirmed based on customer and/or rep testimony. Complaints of this nature will continue to be monitored for similar events.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Description of event: smit e. & vemulapalli k 2025 - evolution® biliary fully covered stent post-market comparative study endoscopic biliary stent placement for malignant distal biliary obstruction. Evolution fc stent sizes used: 8 mm (2 pts, 2%) and 10 mm (77 pts, 80%); lengths mostly 6 cm (94 pts, 98%), some 8 cm (2 pts, 2%). Stent location: common bile duct in 100% (96/96). Papillotomy performed during placement: pre-cut 3 (3%), papillotomy 41 (43%), no papillotomy 52 (54%). No pre-dilation was reported. Successful stent placement = 96/96 (100%). Stent migration - 9 patients / 96 = 9.4%. Patient outcome: require intervention/additional procedures.